Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the patient opted for a non-rechargeable device so as not to have to worry about charging. The explanted ipg was not returned.

Manufacturer narrative:
Exact date unknown, event occurred basing on the date the device was replaced.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.